Manufacturer narrative:
This supplemental report is being submitted to provide correction of the initial report and the results of the legal manufacturer's final investigation. Corrected fields: g4. Updated fields: d9, h3, h4 and h6 . The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) was damaged, the light guide-bundle of the video cable section was broken and the light transmission was lost or too low. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the lg-bundle of the video cable section is broken and therefore the light transmission is lost or too low. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device exhibited an image that was cloudy with pixels. There were no reports of patient involvement.

Event description:
It was reported, the subject device exhibited an image. That was cloudy with pixels. There were no reports of patient involvement.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.